Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated there is air in catheter extension, about 1 ml. This problem results in pt to have bleeding and doctor having to change to a new catheter. No known adverse effect to pt.